Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after changing the reservoir. The customer's blood glucose was 432 mg/dl. The customer treated their blood glucose with insulin pump therapy. While troubleshooting for the no delivery alarm, the customer's insulin pump alarmed no delivery during the manual prime. The customer was advised that the alarm may have been caused by an occlusion related to the infusion set or reservoir. The customer performed an infusion set and reservoir change and was then able to fill the tubing in the insulin pump. The customer declined troubleshooting for the high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.